Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance that resulted in a lead safety switch (lss) on the right ventricular (rv) lead channel. Technical services (ts) reviewed the reports and suggested troubleshooting. The device remains in use. No adverse patient effects were reported.